Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. Report source: foreign - (B)(6)/ study name: (B)(6) - patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended, thus no returned product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the left mid popliteal artery. Approximately 6 months post index procedure, the patient experienced a restenosis. A successful revascularization of the target lesion was performed on (B)(6)2019. The physician indicated this is possibly related to the study device and procedure.

Manufacturer narrative:
Model and catalog number corrected from a14sx035080150t to aa14sx035080150.